Event description:
It was reported that during a sleeve gastrectomy procedure, the clips were scissoring. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. One clip was placed over an existing staple line. The clip is extremely scissored. Additionally the clip legs have a horizontal bend in them which is not normal even with a scissored clip formation. Another clip was placed over an existing staple line. This clip does not appear to be the same clip as shown in the left side photograph. This clip has less of a scissor, however also exhibits the horizontal bend in the clip legs. A scissored clip typically is the result of excessive force or pressure on the clip jaws during firing. The horizontal bend observed in the clip legs are indicators of excessive torquing or twisting during firing. Refer to the instructions for use, warnings and precautions section bullets 9 and 10 where excessive twist and torque, and excessive force are addressed respectively. Based on the photographic evidence the complication was the result of excessive twisting and torquing, and/or excessive force on the device jaws during firing. Device b additional information: batch # k91d75, expiration date: 05/2018, manufacturing date: 06/2013.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First 2 firings. What vessel or structure was the device fired on at the time of the event? Over a staple line from the sleeve. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Not any more than normal. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.